Event description:
It was reported that the implantable neurostimulator recharger (insr) screen was unresponsive. The insr was frozen on the antenna locate (al) screen. The recharger needed to be reset after a recent antenna exchange. Once the recharger was reset, the al was used. A power on reset (por) occurred on the recharger and then the patient was able to get to the normal recharging screen on (B)(6) 2015. It was unknown what the cause was. The patient was doing well to the manufacturer representative¿s knowledge. The patient had an appointment with the healthcare provider (hcp) that week of the report where they would discuss possibly switching to a non-rechargeable implantable neurostimulator (ins). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37791, serial# unknown; product type recharger. (B)(4).